Event description:
It was reported that stent damage occurred. The 90% stenosed, eccentric, de novo target lesion with a bend of between >45 and <90 degree was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation of 2.75 x 20 emerge balloon catheter, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.